Event description:
Medtronic received information that upon release of this transcatheter bioprosthetic valve, the valve dislodged into the ventricle. Multiple attempts were made to snare the dislodged valve up. All attempts were unsuccessful. It was reported that the last snaring attempt resulted in the valve dislodging up into the ascending aorta. The procedure was aborted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.